Manufacturer narrative:
Batch review performed on 08 aug 2024 lot 189065: (B)(4) items manufactured and released on 11-marc-2019. Expiration date: 2024-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with other 2 similar reported event during the period of review.

Event description:
At 1 year and 8 months from hte primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.